Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, measured battery data was 2.48 v, 12 ua, 14.4 kohms. One month previous, the measured battery data was 2.56 v, 12 ua, 11.0 kohms and the magnet rate was 89.3 ppm with an estimated longevity of 4 months.